Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump passed displacement test, operating currents, self-test and off no power test. No blank display was noted. The pump was received with severely scratched display window, cracked case near display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer stated that the display was blank. The customer stated that he received a button error after a battery change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.